Manufacturer narrative:
The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2023 while reportedly wearing the lifevest. The patient received an inappropriate treatment. The device was started up at 16:02:51 on (B)(6) 2023. At 21:10:35, an arrhythmia was detected. ECG shows asystole with CPR/motion/tactile artifact. At 21:11:54, the patient received the inappropriate treatment. Oversensing of cardiac activity and CPR/motion/tactile artifact contributed to the false detection. The patient was in a non-life sustaining rhythm prior to the treatment. The rhythm at the time of treatment was asystole with CPR/motion/tactile artifact. The post shock rhythm was idioventricular rhythm @ 40 bpm with CPR/motion/tactile artifact and intermittent cardiac activity. The electrode belt was disconnected at 21:47:08 on (B)(6) 2023.